Event description:
Additional event information received. Doi: (B)(6) 2019. Patient received a left total knee arthroplasty to treat severe rheumatoid arthritis, instability, and tibial and femoral bone loss secondary to advanced osteoporosis. Due to the extensive bone loss, the surgeon implanted a depuy revision knee with patellar resurfacing and depuy cement for the primary prosthesis. Primary operative notes confirm massive tibial and femoral bone loss due to advanced osteoporosis. Dor: (B)(6) 2019. Patient referred for an incision and debridement with tibial insert exchange to treat pain and swelling secondary to an infection. The infection was confirmed intraoperatively. A depuy tibial insert was implanted at revision. The patient was placed on long-term suppressive oral antibiotic therapy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 patient codes. Corrected: a2 (age).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for chronic infection: infection - deep. Date of implantation: (B)(6) 2019, date of revision #1:(B)(6) 2019 (insert), date of event (onset): (B)(6) 2020, (left knee). Treatment: surgical knee revision washout, with exchange of tibial insert.